Manufacturer narrative:
(B)(4). The customer returned one spring wire guide (swg) and one 1-lumen catheter for evaluation. Visual inspection of the swg revealed three kinks on the guide wire body. No signs of use were observed. Microscopic examination of the swg confirmed both welds were fully formed and spherical. Visual and microscopic inspection of the catheter revealed no obvious defects or anomalies. The kinks in the swg measured 43mm, 300mm, and 330mm from the distal tip. The total length of the swg measured 100.2cm, which is within specifications of 99.4-101.3 cm per swg product drawing. The outer diameter of the guide wire measured 0.880 mm, which is within specifications of 0.86-0.90 mm per swg product drawing. The total length of the catheter body measured 53.0cm , which is within specifications of 50.01-55.09 cm per catheter product drawing. The outer diameter of the catheter body measured 0.0675", which is within specifications of 0.0630"-0.0730" per catheter product drawing. The returned swg was inserted into the returned catheter to functionally test per IFU which states, "thread tip of single-lumen catheter over spring-wire guide. Sufficient spring-wire guide length must remain exposed at hub end of catheter to maintain a firm grip on spring-wire guide. Grasping near skin , advance catheter into vein with slight twisting motion." The swg kinks met resistance when passing through the returned catheter; however, the non-kinked sections appeared functional. A manual tug test confirmed that both the distal and proximal welds were intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with this kit warns the user, "do not apply excessive force in removing spring-wire guide or catheter. If withdrawal cannot be easily accomplished, a visual image should be obtained and further consultation requested. Warning: do not use excessive force when introducing the spring-wire guide or tissue dilator as this can lead to vessel perforation and bleeding.". The report of a kinked guide wire was confirmed through complaint investigation. Visual analysis revealed three kinks on the guide wire. The returned guide wire and catheter met all relevant dimensional requirements. Functional analysis revealed that the kinks met resistance when passing through the returned catheter; however, the non-kinked sections appeared functional. A device history record review was performed with no relevant findings. Based on these circumstances, unintentional use error likely contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported the user felt resistance when inserting the spring wire guide through the catheter. The catheter and spring wire guide were replaced. No patient harm reported. The patient's condition is reported as fine.

Event description:
It was reported the user felt resistance when inserting the spring wire guide through the catheter. The catheter and spring wire guide were replaced. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn# (B)(4).